Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis confirmed the device is within acceptable measurement standards and the meets specifications. No calibration was required. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was unable to be established. No repair or calibration was deemed necessary; therefore, the device was returned to service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 device indicating that the blood pressure is constantly reading high for patients. The device was in use on a patient at time of event, there was no adverse event reported.